Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-jul-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve of the sheath was leaking. There was no damage and consequences caused to the patient. The procedure was successfully completed with no patient consequences. No section broke, just the hemostatic valve was leaking. The valve has not broken into two or more pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body and no blood return was observed. No percutaneous or surgical removal was necessary. The device evaluation was completed on 17-aug-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and flush test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in normal good condition. The flush test was performed, and no leakage was observed. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed since the device worked without any hemostatic valve issue. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The event year reported is 2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve of the sheath was leaking. There was no damage and consequences caused to the patient. The procedure was successfully completed with no patient consequences. No section broke, just the hemostatic valve was leaking. The valve has not broken into two or more pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body and no blood return was observed. No percutaneous or surgical removal was necessary. The event was assessed as a MDR reportable hemostatic valve separation issue.